Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The specified problem was duplicated; confirmed water damage to the pca beyond repair. The pca failed charge/shock tests. No repair possible to this therapy pca. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was damaged after being dropped into water. There was no reported patient or user involvement and no adverse patient/user impact.